Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the main pcb (printed circuit board) assembly was found out of electrical specification. Analysis also found the upper case was broken and contaminated. Battery release, both bail covers, ring cover, main seal, both bails, and battery drawer were contaminated. Pcb board connector flexes were dented/damaged, battery contacts were compressed, the ring was bent, and the keyboard window was scratched. Further analysis was performed on the main pcb. Bench analysis confirmed the functional test failure seen during service and repair of the device. After a hybrid circuit component was replaced, typical operation resulted. Conclusion: confirmed failure seen during repair of the device caused by a hybrid circuit component failure. (B)(4).

Event description:
It was reported the device will not turn on. The device was returned for repair. There was no patient involvement.